Event description:
As reported by as on scene witness: "while assisting with patient care on a CPR, witnessed an electrical arc during defibrillation at 200j from the left midaxillary AED pad attached on the patient with the lucas device in place."